Manufacturer narrative:
The customer report that the filter was leaking at unspecified location was confirmed. The set was visually inspected and light brown liquid was observed inside the 0.2 micron adult filter (p/n (B)(6) and the tubing throughout the set. Sticky residue was also observed on the surface of the filter. During functional testing small droplets were immediately observed leaking from the 0.2 micron adult filter¿s air vents. The root cause of the leak was not identified.

Event description:
It was reported that the filter was leaking at unspecified location.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Requested patient demographics however not provided by customer. The event occurred at (B)(6) hospital therefore it is presumed the patient was a child/infant.

Event description:
It was reported that the filter was leaking at unspecified location.